Event description:
It was reported that prior to an unknown procedure the metal cover on the back of the reload fell off when the package was opened. Changed to a new one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: cartridge, cartridge pan. The analysis results showed that one ecr45b cartridge reload was returned unfired and out of its sterile package with 17 drivers missing and 3 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be damaged and partially dislodged at distal end. Although no conclusion could be reached on what caused the drivers to be out of position and missing or the cartridge pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the drivers and pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.